Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to deliver a defibrillation shock. Stryker determined that the cause of the observed issue was due to the connector of the white energy capacitor wire. The wire's connector was disconnected from the j18 spade connector. The customer received a replace device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver a defibrillation shock. There was no patient use associated with the reported event.